Event description:
The customer reported no value ind (indeterminate) flags and 0.00 ng/ml results, for multiple patients, involving the access 2 immunoassay system. Patient results were not released out of the laboratory. The customer sent the patient samples to a reference laboratory for further analysis. The customer performed all three levels of quality control (qc) which also produced no value/ind results. The customer's biomedical engineer evaluated the instrument and determined the cause to be misloading of the reagent pack into the incorrect compartment. The reagent pack was unloaded through the software and physically removed and correctly reloaded onto the system for qc analysis; qc passed within specifications. The customer analyzed patient samples and obtained accurate results. However, the customer was advised to discard the misloaded reagent pack as there is a potential for discrepant results. The customer was advised to repeat any patient samples that were associated with the misloaded reagent pack. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue. The cause of the event was operator error.

Manufacturer narrative:
(B)(4).